Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. When arrived the mobile view station (mvs) monitor was turned on and the monitor came on as normal. A quote was given to customer for an mvs computer. Computer was ordered and sent to site. The field service engineer (fse) couldn't duplicate issue with the mvs computer, but since the issue had happened a few times where the computer would shut off, it was decided to replace the mvs computer. The imaging system passed all tests and is up and running. System was put back into use. The computer was sent back to manufacturer for evaluation. Confirmed reported problem "computer powers off intermittently, sometimes won't turn on". Amber light is on. No further issue reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when powering on the system, the mobile view station (mvs) monitor remained black, but the system on light powered on. The image acquisition system (ias) displayed "waiting for mvs to initialize..." They opened the front of the mvs, and the computer did not have the green power lights on. The light next to the triangle was orange. There was no patient present when this issue was identified.